Event description:
It was reported that the patient has been explanted of his device. No further information is available as this point in time. The patient was re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.